Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At a follow up, a leak was observed. No leak was present at implant.